Event description:
On (B)(6) 2025 the patient reported that their ilet device screen cracked across the unlock area, rendering the device unusable. The patient was unable to send a photo of the damage due to phone service limitations. The patient did not report any adverse health effects at the time of the call.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.